Event description:
It was reported that, during surgery, the glenosphere impactor mod broke when using to impact the glenosphere. It is unknwon how the procedure was completed. No delays reported. No patient complications reported.

Manufacturer narrative:
The part has not yet been received and photographs were not provided, so the failure could not be confirmed. According to risk documentation for the rss system, probable causes for instrument breakage or damage include inadequate design, inadequate or incorrect surgical technique, and normal wear. If the part is later returned to integra this investigation may be reopened and updated. Insufficient information was provided to determine what portion or in what manner the part was broken. According to risk documentation for the rss system, probable causes for instrument breakage or damage include inadequate design, inadequate or incorrect surgical technique, and normal wear. According to previous investigations for similar instruments, the instrument damage may have been caused by rapid brittle fracture due to off-axis loading applied during impaction. If the part is later returned to integra this investigation may be reopened and updated.